Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was provided for evaluation. The reported loss of connection was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test failed. Share log review: found signal loss found in the log within the investigation window. The complaint was confirmed because a permanent loss of connection in the cloud data. The reported event of a loss of connection was confirmed. The root cause cannot be determine.